Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following OEM devices were also listed in this report: mitch trh md hd sz50+4, cat# mmh-9988-1450, lot# fm067785. Std mitch trh cp sz 50/56, cat# mac-9988-5056, lot# fm063051. Not returned.

Event description:
The patient's lawyer reports that in 2008, following secondary hip arthrosis, the patient underwent left hip arthro-prosthetic surgery. Following this implantation, problems of ambulation occurred, and alteration of blood chemistry with presence of cobalt in the blood.